Event description:
On (B)(6) 2012, the pt underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On (B)(6) 2013, the pt presented to the hospital with pain. Imaging reportedly revealed a distal type I endoleak from the right common iliac artery and a type ii endoleak from the right external iliac artery. It was reported that as a result of the type ii endoleak, the common iliac artery continued to dilate, leading to a loss of seal. The same day, an intervention was performed whereby the right hypogastric artery was performed whereby the right hypogastric artery was embolized, and a contralateral leg component was implanted from the flow divider for extension into the external iliac artery. Final angiography revealed resolution of both endoleaks, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. (B)(4).